Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/23/2016 with the following findings: during investigation, a visual inspection showed that the cartridge compartment was cracked at the threads with a piece of the case missing. There were multiple cracks observed in the battery compartment. Unrelated to the original complaint, the returned battery cap was found to be stuck to the pump and had to be forcibly removed during evaluation. The battery cap threads were damaged. Also unrelated to the complaint, investigation revealed a crack in the pump case between the case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartiridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.